Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's one touch ultra meter was reported on (B)(6) 2004 to keep prompting the error 4 message. The pt's mother had reported that she called emergency services for advice on what to do since the meter was giving the error message. She just gave the pt a normal insulin dosage. During troubleshooting, it was discovered that the testing technique was incorrect and she was improperly applying the blood on the test strip. She was walked through a test, but the issue persisted. The error 4 message still appeared on the display. Later, when the pt tested on the school's meter, his blood glucose was higher than usual and therefore, he was given 6 more units of insulin. There is no adverse event reported due to the meter malfunction. There is no clinical info provided.